Event description:
It was reported that prior to a percutaneous transluminal coronary angioplasty, stent damage was noted. The target lesion was located in the left anterior descending (lad) artery. As the 3.0x16mm promus premier stent was opened and prepped for use it was noted that the stent felt rough to the touch. The procedure was completed with another 3.0x16mm promus premier stent. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the stent was damaged at the proximal end. Struts on the two most distal rows were lifted and pushed distally. The hypotube was kinked at various locations along its length. The balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that prior to a percutaneous transluminal coronary angioplasty, stent damage was noted. The target lesion was located in the left anterior descending (lad) artery. As the 3.0x16mm promus premier stent was opened and prepped for use it was noted that the stent felt rough to the touch. The procedure was completed with another 3.0x16mm promus premier stent. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4).